Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the vessel sealer extend (vse) instrument did not work at all from when it was opened. It was defective. No additional information was provided. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) to perform failure analysis. Failure analysis found the primary failure of self-test initialization failure to be related to the customer reported complaint. Review of logs showed homing failures occurring on 17-august-2023 when the instrument was installed on a davinci system. The homing failures were replicated during in-house testing. Due to the homing failures during initialization, the vse instrument would not work. Additional observation related to primary failure was that the instrument grips were found stuck in a fixed open position. The manual input of the thumb lever did not move the grip to a fully close position. The instrument housing was removed, and a washer was found to be dislodged below the grip ring adapter. The dislodged washer likely restricted range of motion and kept the jaws from moving normally.